Manufacturer narrative:
Valve not returned. Per the instructions for use (IFU), cardiovascular injuries such as access site complications, perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access may require repair and are known potential adverse events associated with the transapical thv procedure. Per the literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with the review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. Per the instructions for use (IFU), ventricle injury and death are a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate a left ventricle laceration occurred. The patients past medical history was not provided. With the limited information provided, the exact cause of the left ventricle laceration is unknown but patient factors (not provided) and/or procedural factors (device manipulation) may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, post deployment of 26mm sapien 3 in the mitral position, the minimally invasive mitral valve repair (mvr) was converted to open sternotomy due to a left ventricle laceration. The laceration resulted in an intramuscular hematoma and subsequent slow bleeding to the outside of left ventricle wall. The sapien 3 valve was explanted and the left ventricular laceration and hematoma were repaired. A non edwards valve was placed in the mitral position. The patients postop course was significant for hemorrhagic shock, shock liver, lactic acidosis and coagulopathy. The patient was reported to be extracorporeal membrane oxygenation (ECMO) dependent. The patient expired on post operative day (pod) 21.